Event description:
The patient reported experiencing discomfort at her scs ipg pocket site while sitting or lying down as a result of the ipg protruding(date of event is unknown). The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review it was determined this issue is non-reportable and was inadvertently reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.